Event description:
The customer stated that the axsym analyzer generated an initial toxo igg result of 30 iu/ml. The sample was recentrifuged and run again with a result of 0 iu/ml generated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The axsym processing probe was found to have been installed in 2008, and the sampling probe was installed the following month. The customer replaced the used sampling and processing probes to resolve the inconsistent result issue. The customer reported that there were no reproducibility problems after the probes were replaced. The axsym system operation manual contains adequate information on the probable causes and corrective actions for discrepant results. The toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert sample collection and preparation for analysis section, notes samples containing fibrin, particulate matter or red blood cells may give inconsistent or erroneous results and must be centrifuged prior to testing. The insert notes samples should be centrifuged at 10,000 x g for 10 minutes. The october 2008, tracking and trending review of CAPA orb and emr metrics for the axsym analyzer did not identify any adverse trends due to toxo igg assay inconsistent results generation, or adverse trends due to any axsym probe issues. The current rate for axsym erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The most probable cause of the inconsistent toxo igg patient result was the use of dirty or damaged probes. The sample result may also have been affected by the low centrifugation speed used by the customer. The actual cause of the suspect toxo igg patient result could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the axsym analyzer related to the issue under investigation. This is the final report.